Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer also reported damage to the insulin pump. Customer's blood glucose reading was 171 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.